Event description:
A customer from (B)(6) notified biomérieux of the misidentification of staphylococcus aureus when testing with vitek 2 gp ID test kit. The customer tested a blood culture isolate twice with the vitek 2 gp ID card and each time obtained an identification of staphylococcus pseudintermedius. The customer reported that the following conventional testing methods were performed and led them to suspect staphylococcus aureus: dnase+, prolab staph latex agglutination+, coagulase+, pyr- . The isolate was sent to phl reference lab and was identified as staphylococcus aureus using tube coagulase and maldi testing. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) submitted a gram positive isolate for vitek® 2 evaluation because the vitek® 2 gp ID card identified it as staphylococcus pseudintermedius on multiple runs. A reference lab identified it as s. Aureus using maldi-tof and tube coagulase. The organism was subbed and tested on the customer lot and a random lot of gp cards, in duplicate. Vitek ms was also performed. On all four cards tested, an excellent or good ID of s. Aureus was obtained. Vitek ms also identified the organism as s. Aureus, with a 99.9% confidence value. A comparison of the customer's card reaction results for s. Pseudintermedius against expected reaction results for s. Aureus revealed two atypical negative reactions (aglu, dman) and one atypical positive reaction (leua) that led to the incorrect call. An increased number of atypical reactions can indicate contamination, mixed culture, use of non-recommended media, user set up error, or an atypical strain. Cards are performing as expected and no further action is necessary.